Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'does not turn on' which was reproduced. The evaluator found that the pump did not power on when the slide clamp was inserted and the door was opened. The cause was determined to be a stuck upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not turn on upon power up at the medicine I department. There was no patient involvement. No additional information is available.